Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving compounded morphine and bupivacaine via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp), a nurse, was seeing the patient today new to the practice and they told the hcp that the pump had been alarming for the one month intermittently, 4 -5 times a day. The hcp stated that the patient was last seen in (B)(6) 2025 and at that time they had the low reservoir alarm occurring. The hcp stated they heard the pump beep once. The hcp stated they checked the pump status and no active alarms or tab and logs show no active alarms but the previous low reservoir alarm. The hcp stated they played the test alarms and it sounded like the noncritical alarm. The manufacturer's technical services specialist (tss) confirmed there was no active alarm tab seen and confirmed no programming errors per the hcp. Tss discussed contacting the physician and monitoring the pump. The hcp also stated the patient was not having therapy issues.